Manufacturer narrative:
The reported clog of the manifold was confirmed by a manufacturer field repair technician through visual inspection of photographs provided by the user facility. The manifold has the potential to clog due to the design of the device.

Event description:
It was reported that during a surgical procedure at the user facility the manifold became clogged. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold became clogged. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.